Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information received reported that it was determined the patient had a procedure, and that the high shock impedance measurements may have been due to the measurement being taken during the procedure. Subsequent shock impedance measurements have been normal. The device remains in service.